Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the infusion device provided occlusion alerts and air bubbles were found within the infusion set resulting in elevated blood glucose levels. The patient did not change the application site of the cannula. During the night, the patient got sick and was transported by ambulance to the hospital. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was not provided. The patient was currently still in the intensive care unit at the hospital. No further information was provided.